Event description:
It was reported that there was insulation damage resulting in the leakage of electric current.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: current leakage. Probable root cause: circuit failure, damage cables, fluid ingress, use error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was insulation damage resulting in the leakage of electric current.

Manufacturer narrative:
Updated g2 manufacturing site to stryker endoscopy-san jose. Alleged failure: hot leakage phenomenon was found at the contact area between the white plastic head of the device and the metal rod (near the end of the metal rod). The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes may include tissue residues trapped between the lumen and the ceramic, which could ignite and create the arcing effect. Other possibilities include inadequate suction during use or an electrical short within the ceramic (this location could not be observed during the visual inspection and would require milling of the ceramic for further verification). The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was insulation damage resulting in the leakage of electric current.